Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After inserting the delivery device tip into the aortotomy site and actuating the plunger to deploy the seal, the seal was not separated from the delivery device handle. The procedure was completed with a new device. There was no patient effect.

Event description:
N/a

Manufacturer narrative:
Trackwise ID# (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) there was one additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of sept 2021 through dec 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/ 213/67) the overall 24 month product complaint trend data for the period jan 2020 to dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/213 & 67) the device was returned to the factory for evaluation on 12/17/2021. An investigation was initiated on 05/02/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the delivery device as well as on the aortic cutter. The seal was observed in the delivery device, fully opened. No cracks or delamination was observed on the seal. A visual inspection was conducted. The delivery device was returned outside the loading device. The white plunger was depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal was observed in an fully opened deployed state inside the delivery device. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
N/a